Event description:
During a biopsy procedure, when the probe was connected to t equipment an error message appeared, and the needle locked up. There were no pt consequence. One device was returned for analysis.